Event description:
Per the info provided to co by the physician's office, there is believed to be "a leak somewhere within this prosthesis system." As reported to co, the pt has not had any surgical intervention as of this date.